Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the peeling of the ultrasonic probe was caused by stress or handling or other factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the ultrasonic transducer of the ultrasonic gastrovideoscope had surface damage. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the acoustic lens was chipped and peeled. The report is being submitted due to the chipped and peeled lens found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in report, evaluation found the bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was detached and cracked, the paint on the air/water cylinder was peeled, the objective lens was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.